Manufacturer narrative:
(B)(4). Device had broken off end cap, minor scratched display window, cracked display window, cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker. Drive support disk was inspected and no anomaly was noted. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement accuracy test, the stop (idle) current and run current measurement tests, self test, off no power alarm test and unexpected restart error test due to broken off end cap. The test p-cap and reservoir does lock in place in the reservoir compartment. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the drive support cap was detached from the rest of the insulin pump and piston was not able to operate properly. Customer blood glucose level was 400 mg/dl. Customer was treated with manual injection for high blood glucose. Customer stated that the back side of insulin pump was opened up and insulin was not delivering properly. Customer also mentioned that the entire end piece of the insulin pump was separated from the main body. The device will be returned for analysis.